Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had been hospitalized with mild diabetic ketoacidosis (dka). It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod between 36 and 48 hours on the back. Patient stated they took a bolus of 3 units around 8:30 pm and another at 11:30 pm. Patient checked through the night and the blood sugars were not coming down. Patient stated they couldn't sleep through the night and they had several urinations. Patient contacted the doctor's office and they told the patient to go to the emergency room. Pod was deactivated. Patient was treated with intravenous therapy with an insulin drip. They also gave the patient benadryl for a rash they got at the hospital. Patient was admitted for the 1 night. The patient's blood glucose, carbohydrate, and insulin history are as follows: time bg(mg/dl) cho(g) bolus(u) (B)(6). Deactivate pod at the hospital.